Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On 2013-08-16, information was received from a patient who was receiving lioresal (unknown concentration) at a dose of "25 mg" via an implantable pump for intractable spasticity and multiple sclerosis. On an unknown date, the patient started having problems with their bladder where it "either over reacts or doesn't react at all". The patient would have to push to get a drop out during the day, but at night, it was "like the flood gates open up". The patient did not know if their symptoms were related to their pump therapy, but reported their retention began about the same time as their trial for the pump.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
On (B)(6) 2015, additional review determined the patient was receiving baclofen (unknown manufacturer). Diagnostics and patient outcome of the event was unknown. A letter was sent to the hcp in attempts to obtain this information but we received back blank.